Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The screw was discarded, therefore no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the surgeon drilled the hole and tried to insert a screw, however the head broke off. She was able to remove the threaded piece from the bone and inserted the second screw of the same size uneventfully. There was no injury to the patient and no delay to the procedure.